Event description:
Aim plus pump set with 1.2 micron filter was observed to be taking air into filter. Air was observed past the site of the filter. No air was observed entering from above filter site. The pt was not hooked up at this time. No air entered the pt.